Event description:
A hemodialysis user facility has reported a event of a possible allergy to the dialyzer. For this event occurring to this patient this was his very first dialysis treatment, just having had a catheter access 20 min prior to the event. It was verbally reported that the dialysis had began and 2 minutes after he was on the machine, the patient became restless, had abdomen pain, wheezing and heart rate went up to 130. It was reported that the md was present at the time and that "the patient was medicated right away." Additionally it was reported that the patient stopped breathing, although the bp was fine. Oxygen was given and reportedly, the patient came back. The patient's blood was returned and rn stated it made no difference in how the patient felt. The patient was restarted on dialysis shortly after this incident with use of a different manufactured brand of dialyzer without further incident. There is no sample available for an evaluation. Of note: all information that has been obtained has been verbal although attempts have been made for the record of the incident.

Manufacturer narrative:
(B)(4).